Event description:
Following a femoral angiogram, upon deploying the angio-seal device, the user was unable to withdraw the device from the access site. The decision was made to surgically remove the device and repair the artery. Reportedly the knot of the suture (which sould be proximal to the collagen and external to the artery) was found inside the artery. The collagen was not visible. The patient was later discharged with no further complications.